Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation and was received cut. Only a small piece of the lens optic was received. The small piece of the received lens was inspected at (B)(4) microscope magnification. Visual inspection of the received lens piece had what appeared to be viscoelastic residue and surface residuals (fiber/particles). Due the condition of the partial lens returned, only visual inspection was performed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4): incision enlarged. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced with another iol within the same procedure due to a broken haptic. It was stated the incision was enlarged. No further information was available at the time of submitting the initial medical device report (MDR).

Manufacturer narrative:
The review manufacturing record was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated related to the complaint types reported. Manufacturing record was reviewed and no deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.